Event description:
It was reported that the patient experienced an insulin flow blockage issue, which led to high blood glucose and treated with correction bolus via pump then went to multiple daily injection on (B)(6) 2026.

Manufacturer narrative:
E1: name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.